Event description:
Pt states that one of her pumps (B)(4) is malfunctioning stating "missing cartridge" even though there is a cartridge in. Pt switched over to another pump and is using a working pump. Pt is unharmed. Pt currently has 2 working pumps on hand. She had a total of 3 pumps due to living in a remote area. Advised pt we will swap out malfunctioning pump for delivery tomorrow and she will receive a return box as well. No other information is known. Dose or amount: 60nkm. Frequency: continuously. Route: ivr. Dates of use: from (B)(6) 2014 to present. Diagnosis or reason for use: pah.